Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that during use multiple lots of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the stopper comes out of the tubes and blood leakage occured. The following information was provided by the initial reporter: it was reported by the customer that are having continued issues with caps coming off of tubes. H6 - imdrf annex a code: a050401.

Event description:
It was reported that during use multiple lots of bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the stopper comes out of the tubes and blood leakage occured. The following information was provided by the initial reporter: it was reported by the customer that are having continued issues with caps coming off of tubes.

Manufacturer narrative:
H.6 investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 20 retentions from lots 2200200 and 2228626; and 36 retentions from lot 2166081 were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retention samples from each lot were functionally tested and the issue of closure separation was not observed as there were no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records for all lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use multiple lots of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the stopper comes out of the tubes and blood leakage occured. The following information was provided by the initial reporter: it was reported by the customer that are having continued issues with caps coming off of tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2166081. Medical device expiration date: 30-jun-2023. Device manufacture date: 15-jun-2022. Medical device lot #: 2200200. Medical device expiration date: 31-jul-2023. Device manufacture date: 19-jul-2022. Medical device lot #: 2228626. Medical device expiration date: 31-aug-2023. Device manufacture date: 16-aug-2022. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use multiple lots of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the stopper comes out of the tubes. The following information was provided by the initial reporter: it was reported by the customer that are having continued issues with caps coming off of tubes.